Manufacturer narrative:
Additional information: diagnostic imaging confirmed that the active electrode migrated partially out of cochlea. As per implant registration card, electrode was fully inserted during initial implantation surgery. A revision surgery was carried out successfully to re-insert the active electrode into the cochlea. The device remains implanted and in use.

Event description:
A CT scan showed four channels to be out of cochlea. It is unknown if hearing has been affected. A complete insertion was achieved during implantation. The in-situ measurements show an increasing value of impedance on basal electrode channels over time. Patient underwent a revision surgery. During the surgery a lot of fibrotic tissue was found. The round window area was cleaned and the electrode array was successfully re-inserted. Audiogram results after repositioning surgery are good.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
A CT scan showed four channels to be out of cochlea. It is unknown if hearing has been affected.